Event description:
On (B)(6) 2018, the patient underwent endovascular repair of a thoracic aortic dissection in the ascending and descending thoracic aorta. The physician planned to perform an open repair in the ascending aortic arch with an artificial trunk. Then the physician was going to deploy a conformable gore® tag® thoracic endoprosthesis. The physician planned to suture the artificial graft to the conformable gore® tag® thoracic endoprosthesis. It was reported that the physician unintentionally deployed the conformable gore® tag® thoracic endoprosthesis (tgu343415/18748005) in the false lumen. He was able to pull the device out of the false lumen, due to the open repair. The explanted graft was destroyed at the hospital. The physician then implanted a different conformable gore® tag® thoracic endoprosthesis in the true lumen and was able to suture it to the artificial graft. The patient tolerated the procedure. Reportedly on or after (B)(6) 2018, the patient expired due to hyperkalemia which was not caused or contributed by the use of the conformable gore® tag® thoracic endoprosthesis.

Manufacturer narrative:
Addition other relevant history. Addition concomitant medical products. Code 213- the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Code 22- the conformable gore® tag® thoracic endoprosthesis instructions for use states that potential device or procedure related adverse events include endoprosthesis improper placement.